Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is potential premature battery depletion (pbd). The device battery decreased from 42% to 12%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is potential premature battery depletion (pbd). The device battery decreased from 42% to 12%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device displayed a bd message alert indicative of a potential premature battery depletion (pbd). Device remains in service.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is potential premature battery depletion (pbd). The device battery decreased from 42% to 12%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, the s-ICD exhibited noisy signals, no oversensing was noticed. Additional information was obtained, indicated that the device displayed a bd message alert indicative of a potential premature battery depletion (pbd). This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is potential premature battery depletion (pbd). The device battery decreased from 42% to 12%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, the s-ICD exhibited noisy signals, no oversensing was noticed. Additional information was obtained, indicated that the device displayed a bd message alert indicative of a potential premature battery depletion (pbd). This device was explanted and replaced. No additional adverse patient effects were reported.